Event description:
Related manufacturer reference number: 2017865-2023-04617. It was reported that the patient presented in clinic with a swollen device pocket and the device was observed to have eroded from the pocket. The device and left ventricular (lv) lead were explanted and replaced and vancomycin was prescribed to resolve the event. Additionally, purulent discharge was observed during the revision procedure. Blood and surgical exudate cultures were performed, but the results were negative for infection. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.